Manufacturer narrative:
On (B)(6) 2017 - we requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2017 - the consumer claims the product was smoking when turning it on. No injuries occurred.